Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and found damage on the isolation layer of the coolant level sensor block. The root cause of the reported event is due to this observed issue. The event log was reviewed and confirmed the occurrence of multiple mid09 (air trap assembly) error messages. The thermogard console is a reusable device and was manufactured on 01 june 2012. It has exceeded its expected serviceable life of five years. As part of routine service, the sensor block was repositioned. The console was further tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message. The user performed troubleshooting by draining and refilling the coolant bath; however, this did not resolve the issue. Ivtm therapy was discontinued and conventional therapy was administered. Ivtm therapy was resumed and completed the following day using another thermogard console. No impact or patient consequence was reported.